Manufacturer narrative:
The device explantation report states that a damage to the reference electrode contacts was visible at explantation and that the reference electrode was embedded in bone. The reference electrode was received incomplete for investigation, therefore the reported damage to the reference electrode could not be confirmed. Based on the received information, it seems very likely that the reported symptoms were caused by bone growth over the reference electrode. Device investigations on the available part did not reveal any device defect or problem which is expected to have been present whilst implanted. This is a final report.

Event description:
The child's auditory performance with the cochlear implant is fluctuating.

Manufacturer narrative:
Additional information: based on the received information, it seems very likely that the reported symptoms were caused by bone growth over the reference electrode. Further investigation will be performed when the device is received at headquarters.

Event description:
The child's auditory performance with the cochlear implant is fluctuating. He was doing well earlier but now complains of poor speech understanding. Patient has been reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child's auditory performance with the cochlear implant is fluctuating. He was doing well earlier but now complains of poor speech understanding.